Manufacturer narrative:
Additional information: h4, h6 and h11. H11: the actual device was not available; however, a video sample was provided for evaluation. Visual inspection of the video showed a leak through a crack in the cartridge in the section that connects with the venous dialyzer line. In addition, three (3) retention samples were evaluated and found to be within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the cartridge damage was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a gambro cartridge set leaked ¿in the cartridge connection line tube area¿ during priming. There was no patient involvement. No additional information is available.